Manufacturer narrative:
Visual assessment of the device showed t1 was deployed and t2 was in the pre-deployment position. Assessment of the construct showed no damage to either t. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Although the reported failure mode cannot be confirmed, the described failure will continue to be investigated to determine a possible root cause.

Event description:
It was reported that during a procedure using a fast-fix 360, both implants were released at the same time after being pushed through the tissue. The implants were able to be removed by the surgeon, and the implants do not remain in the patient unsupported. The procedure was completed using another fast-fix without significant delay. There were no reported patient complications as a result of this procedure.